Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 2 p.m. The patient claimed that he obtained a blood glucose result of "300 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "110 mg/dl" with a hospital meter (unspecified type). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing his diabetes with insulin (self adjusting) and denied making any changes to his normal diabetes management due to the alleged issue starting. The patient said that he developed symptoms of "slurred speech and sweaty" a couple of hours after the alleged issue began. The patient stated that he treated himself with food and/or drink every other day between (B)(6) 2012. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site, and that the patient was using the correct testing process. The cca also confirmed that the patient was using the correct test strips and that the test strips were being stored in an un-cracked/broken vial. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reported developing symptoms suggestive of a serious injury and reported having to self treat himself due to the alleged issue starting. In addition, the two results being compared exceed lfs's criteria for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.